Manufacturer narrative:
The technician found the head section was in the raised position and the hand pendant would not operate. He replaced the pendant to repair the bed.

Event description:
The account alleged bed's hand pendant is working.